Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the certas in-line with siphon guard had unexpected setting changes after trauma to the patient¿s head. The valve was implanted to the patient via vp shunt; however, date of implant is unknown. The patient had snph. The patient got a blow at the head right above where a valve was implanted. Initially, the pressure sitting was 4, but after blow at the head, the setting was changed 1. Therefore, the surgeon set the pressure 5. It was confirmed that the pressure setting was changed 1 to 5 with the tool kit and x ray before and after the surgeon set the pressure. No further information was provided by hospital. The product will not be returned to your site.